Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a notch. The lens had to be removed and replaced by another iol of the same model. The incision was enlarged but no sutures or a vitrectomy were required. This caused a delay in the procedure. As a result of the procedure, the patient has severe edema and daily activities are affected. Through follow-up we learned that the patient is taking medication to lower the intraocular pressure in the eye and is described as having no vision. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: november 14, 2023 section h3 - device evaluated by manufacturer? Yes device evaluation: the folding carton, implant cards, labels, handpiece and intraocular lens (iol) were received. The iol was received stuck to the handpiece tray. The iol was cleaned and visual inspection performed. A tear and surface scratches were found and a piece of the iol edge were missing. The plunger rod was bent and lens damage and cosmetic issues were observed. No further issues were identified and no further evaluation was performed. The complaint issue of lens damage was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.